Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of "aching" in the left pectoral region. A pocket revision was performed and the implantable cardioverter defibrillator (ICD)&#1473;s placed under the muscle. The device remains in use. No further patient complications have been reported as a result of this event.